Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement and displacement test. The power management graph confirmed charge, battery lasts less than expected due to moisture damage on the electronic assembly. Hardware low level failures alarm during self-test and confirmed in pump history with variable due to broken trace at keypad assembly (pin 6). The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, missing display window cover, pillowing keypad overlay, cracked keypad overlay, cracked battery tube threads and faded serial number label.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alert before replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.